Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cine runs were intermittently gray. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay of an interventional procedure. There is no report of injury or death associated with this event.